Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 08may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management printed circuit board assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26may2019. Conclusion / root cause: during failure analysis, a visual inspection of the power management board showed no signs of damage or contamination. During testing, it was determined that the u11 component prevented the ventilator from powering on. The reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed to power on. There was no patient involvement. Event date not specified; estimate used.